Event description:
It was reported internal printer status "overheated" message displayed. It was also reported the printer will only print vertical lines. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported overheat message. Programmer was on for two days and printed through two pads of paper. Analysis found the programmer only printed vertical lines for a very short time. It was discovered the gear on the printer drawer was not allowing the paper to advance correctly. No overheat message ever appeared. Concomitant product: product ID 229047 analyzer. (B)(4).